Event description:
It was reported that during a da vinci si hysterectomy procedure, the customer noted that the jaws of the fenestrated bipolar forceps instrument were not moving properly. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that one grip was found to be bent, causing side to side misalignment of the grips. There was a 0.105¿ offset at the tips, indicating overloading at the tip. Instrument passed electrical continuity test. Failure analysis concluded that damage was likely due to mishandling. Additional observation not reported by site was pitch frayed cable. Instrument was found with a frayed pitch cable located at distal clevis hub, the cable also exhibited loose tension. There was no damage found at the clevis. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the frayed cable found during failure analysis if to reoccur could cause or contribute to an adverse event.